Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the patient was desaturated to 54% for 3 minutes and the device did not alarm. It was also stated that the device was previously shown a white screen and power cycled by itself causing to be disconnected from vital sync not to be alarmed also. The patient looked blue or cyanotic when found out.